Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon power up was confirmed during functional testing. The error was cleared using apvision3 software. The possible root cause of the system error was due to a communication error that caused a latch-up of the processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The apvision3 software was used to clear the system error message. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon power up. The customer restarted the platform but that did not resolve the issue. No patient involvement.